Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unexpected reset occurred. Contact reported customers blood glucose level was not impacted. Contact declined to provide information regarding the customer and the pump. Reportedly, the cartridge would be reloaded to resume insulin delivery.